Event description:
It was reported that this (B)(6) year-old right atrial (ra) lead was oversensing and the cause was not reported. It was also noted that a high out of range pace impedance was measured, at greater than 2000 ohms. This lead was abandoned surgically and replaced. No additional adverse patient effects were reported. If additional information is received, this report will be updated.